Event description:
It was reported that approx four to six weeks ago, the pt was making her bed and felt a sharp pain in her vaginal area followed by vibration in her leg. She visited her physician and was told that something was "wrong" with the leads. She turned her stimulation down but could still feel it and she experienced a loss of therapeutic effect. Further info is being requested from the hcp.